Event description:
Foley bulb would not deflate due to malfunction. Urology was consulted; follow up with urology is needed for possible cystoscopy to ensure no balloon places are retained in bladder. From medical record/ urology consult: ¿on exam could palpate balloon through vaginal wall- tried to pass wire through the water port but this did not open up, and I tried to irrigate it with sterile water in a syringe. Again I could not deflate the balloon. Speculum was then placed vaginally. I was able to palpate the balloon and pass a spinal needle through the anterior vaginal wall to pop the balloon. Pieces of the balloon appeared to be missing after the catheter was removed.¿